Event description:
The report stated that the ligasure handpiece broke inside of the pt. The surgeon removed the disengaged pieces with graspers. The surgeon believes all pieces were found. The pt has fully recovered.

Manufacturer narrative:
The incident device has been rec'd and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.